Manufacturer narrative:
(B)(4).

Event description:
The patient had difficulty recharging; the patient recently had a surgical revision (approx 2 weeks ago) to move the device because it was rubbing. Additional information is being requested, a follow-up will be sent when additional information is received.